Manufacturer narrative:
Customer did not provided a lot number. Unable to perform further investigation due to insufficient event details. Root cause could not be determined from the information provided. This issue will be tracked and trended.

Event description:
Complaint was received in a batch report from the distributor (B)(4) on (B)(6) 2013. No other information was provided. Caller alleges that false negative hcg results using the consult diagnostics hcg urine cassette test.